Event description:
It was reported that the patients inflatable penile prosthesis (ipp) was originally placed on (B)(6) 2019. The 21cm lgx with 2.0cm rear tip extenders (rte) did not properly fill out the patients right corporal body resulting in a unnatural and uncomfortable reality for the patient. When a CT scan was taken into account it was visibly evident that the right lgx cylinder had migrated or regressed from the distal end of the patients penis. The medical action that was performed was the removal of the 21cm lgx along with the 2 rte while draining and retaining the previously placed reservoir to avoid any possibility of tampering with the balloon form the patients fully functioning artificial urinary sphincter. A new ipp was implanted. The patient is fully recovered.